Event description:
Additional information was requested and received stating that the intraocular lens was broken (earlier reported as haptic broken) in eye as there was a loading issue (wrong cartridge used) and wrong placement of haptics in the cartridge. The intraocular lens was removed and replaced with another lens during the initial procedure. No post-operative complications were reported.

Manufacturer narrative:
Corrected information was reported in b.5., d.1., d.4., d.5. And h.4. Additional information was reported in b.5., d.9., d.10., h.3., h.6. And h.10. The carton with the label set for the reported lens was returned. A clear opened pouch similar to the provided photo was in the carton. No lens was found in the pouch or the carton. A photo was provided of the carton end cap with the visible serial number. A lens can be observed loose in a clear front pouch. Both haptics are still attached and do not appear damaged. Unable to determine if the optic is damaged from the photo. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified company cartridge was indicated. The company lens is only qualified for use in the qualified company cartridges. The root cause for the reported damage may be related to a failure to follow the IFU. The customer indicated the use of a non-qualified company cartridge. The company lens is only qualified for use in the qualified company cartridges. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The reported damage could not be verified by the provided photo. The lens was not found, when the carton was received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the haptic broke in the eye. The patient required large opening with stitches. Additional information has been requested.